Event description:
It was reported by the customer that during an elbow repair procedure on (B)(6) 2022, it was observed that the gryphon 2.4mm drill bit device was dull. The procedure was completed without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.